Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the sudden onset of feeling out of control was because they were given tylenol, which they had a reaction to that manifested in the uncontrolled movements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that the day prior they started feeling that their legs, knees, arms, face and shoulder have been out of control. They stated that they have fallen twice. The patient met with their healthcare provider (hcp) who suggested turning the device off, or reprogramming. The programming physician was not in the office. Technical services assisted the patient in turning off the patient¿s devices. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-15966 for details pertaining to the reportable related event.]